Manufacturer narrative:
An event of deformation was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis; however, one photo was received from the field. Based solely on the aforementioned photo, the distal disc of the occluder appeared bulbous at the time of deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use (B)(4) ver. A, "do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device".

Event description:
A 30mm amplatzer pfo occluder was chosen for implant. When the device was deployed, the distal disc did not show the correct conformation. However, after the deployment, no shunt was observed so the physician elected to implant the device. The patient is reported to be stable with no consequences reported post-procedure.